Event description:
It was reported that the charging pad did not provide power to the ilet despite attempts with multiple outlets and cords, resulting in the ilet being fully depleted and the user transitioning to multiple daily injections while blood glucose remained in normal range. Symptoms included no clinical symptoms. Outcomes included no medically significant impact and no hospitalization. Investigation included remote troubleshooting and review of use conditions. Investigation of this case revealed a suspected charger malfunction preventing power transfer to the device. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the charging pad.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.